Event description:
It was reported that the atrial lead had many low lead impedance readings. Follow up indicated that the patient was seen in the office and the lead parameters were reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.